Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last few months from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing an increase in charge burden. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned as it was discarded by the medical facility.